Manufacturer narrative:
Visual inspection found that the shrink tube was damaged and split along its length (following the path of the l-hook). Due to this failure, the device is considered defective. Possible causes of this failure are micro tears or other material defects in the shrink tube. A two-year lot history review could not be conducted since a lot number was not provided. A DHR review could not be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: during trocar insertion, always have the tip covered to avoid potential damage to the trocar seals and electrode tip. Always use the lowest possible setting to achieve the desired electrosurgical effect. Examine this device prior to use for damage. Do not use if damage is found. No modification of this device is allowed. When electrosurgical instruments and accessories from different manufacturers are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation is not compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-5274-132 universal plus, l-hook electrode's insulation was peeling off during surgery. The surgeon noticed it and discarded it . I t was replaced with another l-hook. No patient injury or impact was reported. However, due to the potential for the insulation to remain in the patient unnoticed, this incident will be reported as a malfunction with potential for injury.